Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 306-307 mg/dl. As occlusion alarms occurred in the past, cause could not be determined. At the time of the report, customer changed the infusion set tubing.